Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, downstream occlusion alarm was not reproduced. Evaluation observed the downstream occlusion testing and passed testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing at 23-24 pounds per square inch. This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.